Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reportedly collapsed and became unconscious. The patient did not know what the cgm was displaying but alleged that it was likely that it was not reading right due to not receiving a low alert. The patient's sister called the paramedics and when they arrived, they checked the patient's bg and it was 35 mg/dl (it is unknown what the cgm was dislaying during this time). Paramedics treated the patient with IV fluids and transported her to the hospital. At the hospital, the patient was provided sugary foods and was released later that day. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.